Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was temperature accuracy issue in the arctic sun device. Client requested for preventive maintenance. Alarmed alert were 02 (low flow). 01 (patient line open) and 113 (reduced water temperature control).

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. The device was evaluated upon receipt. It is unknown whether the device was influenced by the reported failure, however the device met specifications. The device was in use on a patient. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. Correction: g h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that there was temperature accuracy issue in the arctic sun device. Client requested for preventive maintenance. Alarmed alert were 02 (low flow). 01 (patient line open) and 113 (reduced water temperature control). Per sample evaluation results received on 04jan2023, it was reported that the level sensor was damaged during repair and had to be replaced.